Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the strings snapped and significant bleeding occurred. The target lesion was located in the left kidney. A 22cm, fr. 8 flexima¿ ureteral stent was selected for use. During procedure, the device was advanced and placed in the target lesion. Then, the locking strings were attempted to be detached but failed. The strings were eventually snapped; however, this lead to significant patient bleeding. No further patient complications were reported.